Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: manta versus proglide vascular closure devices in transfemoral transcatheter aortic valve implantation.

Event description:
It was reported through a research article identifying proglide which may be related to the following; stroke, unspecified vessel closure device failure which my have led to life threatening/disabling bleeding, major bleeding, bleeding requiring invasive treatment, surgery for bleeding, rbc transfusion, postoperative decrease of hemoglobin, additional use of vessel closure device (non-abbott and proglide), major vascular complications, minor vascular complications, femoral/iliac artery stenosis/dissection and access-site complications at 1-month: bleeding. Specific patient information is documented as unknown. Details are listed in the attached article, titled "manta versus proglide vascular closure devices in transfemoral transcatheter aortic valve implantation."

Manufacturer narrative:
D10: estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.